Manufacturer narrative:
Aso performed test for adhesion properties on unused returned samples in addition to reviewing test for biocompatibility tests. Aso was unable to confirm the lot number of the product. Based on the printed box code, aso identified that four work orders were submitted. All four orders are over five years old.

Event description:
Consumer reported that while using the bandage, it caused a burning sensation on her skin. Consumer also stated that when removing bandage it pulled off her skin causing blisters and scabs.